Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced infusion set tape not sticking because while playing with the dog and pulled the infusion set from the body on (B)(6) 2026. No further information is available.